Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to aneurysm enlargement. Tgt3420/8548046 = (B)(4). Tgt3420/8548058 = (B)(4).

Event description:
On (B)(6) 2011, this patient underwent an endovascular procedure using two gore® tag® thoracic endoprostheses to repair a 66.3 mm descending thoracic aortic aneurysm. The patient tolerated the procedure with no reported issues. On (B)(6) 2015, five year follow-up imagings showed that the aneurysm enlarged to 72mm from 65mm measured on (B)(6) 2014. The cause of the aneurysm enlargement was reported to be unknown, and it was also unknown if any endoleak was present. According to the (B)(6), no further information is available.